Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 258, 279, 255, 223 and 221 mg/dl fasting. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. Customer stated he noticed the high results about four days ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2019 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).